Event description:
It was reported to philips that the system had a control module issue, which could impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system had a control module issue, which could impact geometry movements. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received.